Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery will be replaced to address the issue. Device has been evaluated but not yet repaired.

Event description:
The MFR received info alleging a ventilator's internal battery was defective. The device was not in pt use.